Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that ongoing occlusion alarms occurred. A system check was performed, and the occlusion was found to be within the cartridge. A cartridge change was performed, however the customer reverted to manual dose injection. There was no reported adverse impact on the customers blood glucose level.